Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest download was successful. However, the insulin pump was also received with a critical pump error (open book image) alarm, constantly vibrating and the thus download was unsuccessful due to corrosion found on the electronic assembly and force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. No moisture damage found on the motor, vibrator, battery tube or keypad assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated they were received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.